Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Information has been received that this lead was explanted. There were no additional adverse patient effects reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a high out of range pacing impedance measurement and no capture. The patient had no symptoms. A lead revision has been scheduled. There were no additional adverse patient effects reported.